Event description:
During the removal of a foley catheter, the balloon was deflated, and the catheter could not be removed past the tip of the urethra. Additional physician assistance was called, and the urologist was able to remove the foley. The balloon appeared to be twisted around the catheter making it difficult to take out. No harm was caused to patient, just temporary discomfort.